Event description:
The manufacturer received information alleging a ventilator stopped cycling and did not audibly alarm. The patient was hospitalized. No permanent harm or injury were reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.